Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smartsite needle-free connectors were blocked/occluded during use and wouldn't flush. The following information was provided by the initial reporter: "some of the bungs recently have had a sticky which doesn't allow a flush to be pushed through them with a correctly screwed on syringe this gives the false impression that the IV line is incorrectly sited when replaced with another bung, a flush is able to be freely pushed".

Event description:
It was reported that 2 smartsite needle-free connectors were blocked/occluded during use and wouldn't flush. The following information was provided by the initial reporter: "some of the bungs recently have had a sticky which doesnt allow a flush to be pushed through them with a correctly screwed on syringe. This gives the false impression that the IV line is incorrectly sited. When replaced with another bung, a flush is able to be freely pushed".

Manufacturer narrative:
Investigation summary: a 2000e-04 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample with a connecting male luer. The customer provided a photograph (appendix 1); the photograph confirmed the affected lot to be 20116577. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the production records for lot 20116577 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 device in the past 12 months.